Manufacturer narrative:
(B)(4). Approximate age of device - 58 days. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was reported to be very ill pre-operatively with comorbidities that included gout, obesity, diabetes mellitus, severe tricuspid valve insufficiency, and uremic platelet dysfunction anemia. At the beginning of the operative procedure and prior to the lvad being implanted the patient experienced cardiac arrest and was resuscitated. After the lvad was implanted and support was initiated a temporary right ventricular assist device (rvad) was required to assist in hemodynamic stability. After the operative procedure was completed the patient's chest was left open. Twelve days post-operatively on (B)(6) 2015 the patient was taken to the operating room again for bleeding related to general coagulopathy and uremic platelet dysfunction anemia. The temporary rvad was also replaced with a durable rvad during this procedure. Surgical intervention involving chest exploration for coagulopathy-related bleeding was required on (B)(6) 2015. Throughout the post-operative recovery phase the patient required prolonged mechanical ventilation, and underwent a tracheostomy on (B)(6) 2015. The tracheostomy required surgical revision on (B)(6) 2015 for coagulopathy-related bleeding and hematoma evacuation. On (B)(6) 2015, infection was noted at the driveline exit site and unspecified changes in medication were made. On (B)(6) 2015, another surgical intervention was required for mediastinal bleeding. Cultures taken from the pump pocket during this procedure were (B)(6). Further chest exploration for bleeding and infection was performed on (B)(6) 2015. No further information was provided.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2015 due to sepsis which led to multi-organ failure. No autopsy was performed and the pump was not explanted.